Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) in march. The patient's blood glucose levels reached 500 mg/dl while wearing the pod. Symptoms reported include dka and hyperglycemia. The patient was treated with IV fluids and an insulin drip, as well as rehab to learn how to walk again. The patient reports that they had high blood glucose levels due to not being able to charge their personal diabetes manager (pdm). The patient reported being hospitalized most of (B)(6)and they were released on (B)(6) 2023.